Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient information, patient treatment settings and patient photographs, which were provided by the user facility. An examination of the subject device by a lumenis technical expert concluded after verifying that all system functions including calibration, the subject device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional reviewed the reported event details, patient photographs, and patient treatment settings concluding of two (2) probable root causes of the reported event. The first to be incorrect skin-typing of the patient, which resulted in the device operator using aggressive treatment settings. The second to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to device labeling. The professional noted that the patient will most likely result in some texture changes in the skin. A review of the subject device labeling found that the subject device operator manual states: keep the lightguide clean from dust since any particles or dirt on the tips of the lightguide will get hot due to absorption of light and can cause epidermal injury and increase patient discomfort.

Event description:
A user facility reported that one (1) patient sustained first degree burns to the legs following hair removal treatment with a lumenis m22, ipl laser.